Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported a white screen on power up on the avea ventilator. The coin cell is spent and it takes several attempts to start the vent though it eventually starts and run properly. At this time, there is no information regarding patient involvement associated with the reported event.